Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Compliant - on (B)(6) 2016 an individual reported a complaint via the djo customer care email. The complaint reported pain from a metal-on-metal implant and it required a hip replacement.